Event description:
Pt implanted with vibrant soundbridge ( implant middle ear hearing device) in 2001 by surgeon a in florida. Pt activated in january 2002. MFR notified by family member of pt in early june that incision site has never healed. Pt was reported by family member to have returned to surgeon multiple times for medical management. On one occasion, surgeon hospitalized pt and added metal "plate" with screws to "better secure" the device. According to family member, pt never healed from that procedure. At time of call, pt had returned to another state for the summer months. Implanting surgeon could not see pt for 3+ weeks. A local soundbridge implanting surgeon (surgeon b) saw the pt on 2002 and reported the metal plate "extruding" from the implant site with the incision site "open" with "dehiscent tissue". Surgery was scheduled four days later at which time the surgeon (b) explanted the existing device and stated a new device could not be reimplanted due to the condition of the surgical site. 9 scar tissue/mastoid bed with stripped screws). The surgeon (b) remarked the implant (vibrating ossicular prosthesis) appeared to be intact. It was returned to the MFR for eval. Pt was seen 7 days later surgeon b who reported the pt to be in "excellent condition and healing well". Surgeon b has sent a surgical report to surgeon a.